Event description:
As reported by the edwards clinical specialist, after transaortic deployment of the sapien valve in a 60/40 ventricular position, the patient went into ventricular tachycardia (vt) and became hemodynamically unstable. The patient was shocked a number of times, and then the team decided to place the patient on bypass pump. After bypass was initiated, the coronary arteries were checked, and the left circumflex artery was noted to be closed. The team decided to open the artery but then noticed an aortic rupture. The chest was opened, the rupture was repaired and the lcx artery was grafted. The patient was then removed from bypass and moved to the open heart ICU. One day post procedure, the patient was nonresponsive and received 16 units of blood. The patient¿s annular diameter was 18 x 26mm by CT, area 335mm, with moderate native valve/leaflet calcification. The left coronary height was 14mm and the sinus of valsalva (sov) was 34.9mm.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), add coronary occlusion closure here in this case, the cause of the aortic rupture and coronary occlusion is unknown and the implanting hospital is unwilling to provide additional information. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.